Event description:
During a right shoulder arthroscopic rotator cuff repair, a #11 blade broke off the knife handle in patient's shoulder. Md made a few attempts to get knife blade out of patient's shoulder using arthroscopic instruments. X-ray brought in to help visualize the blade. Through x-ray guidance, blade was visualized and retrieved. Once retrieved blade was matched up with the other half to show one complete blade. Md, the surgical assist, scrub tech and the circulator all agree that the broken half and remaining half created a whole knife blade. No patient harm occurred.